Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for failure analysis. The touchscreen was tested, and the failure was not duplicated. The touchscreen flex circuit passed all resistance testing of test #1. There was no problem found on the returned touchscreen.

Manufacturer narrative:
H10 g - contact office phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 ventilator indicating that there was misalignment in the touch position. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The touchscreen was calibrated in an attempt to resolve the issue but was unsuccessful. The touchscreen was replaced to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.